Event description:
It was reported that the burr detached. A 2.15mm rotapro burr was selected for use. During the procedure, it was noted that the burr detached. The wire was pulled and removed from the patient's body and the procedure was completed with another of the same device. No complications were reported.